Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 522-523 mg/dl. The cause of the high bg was unknown. Customer delivered a correction bolus via the pump to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.